Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6). The patient had a scheduled retrieval procedure approximately 10 months later, on or about some time in (B)(6) 2015 by an unknown physician at (B)(6). The physician was unable to retrieve the filter due to perforation. The patient further alleges ¿anemia and abdominal pain¿ has occurred as well. Argon¿s attorneys are attempting to gather additional information.